Event description:
It was reported the patient was hospitalized for stenosis in the left subclavian artery. The physician was attempting to use a scuba peripheral bare metal stent to treat the lesion when it was reported that the physician noted during the procedure a big deviation between the stent and the balloon. The physician removed the device and change to another stent to complete the procedure. No patient injury was reported for this event. ¿please note that this device (scuba co-cr) is distributed outside the united states; however, it is similar to the united states distributed product (scuba biliary)¿ device evaluation: the device was analyzed using a microscope and no traces of radio opaque solution were detected into the shaft. Traces of blood were detected on the balloon surface. The stent was dislodged from proximal side to the distal one about 7 mm. The stent length was measured and it was 30 mm. The crossing profile of the stent was measured using a microscope and it was in tolerance (2.10 mm). Balloon was analyzed using a microscope, and the heat setting marks were clearly recognized close to the marker bands. On the surface of the balloon, crimping marks of the stent were identified. No other abnormalities were detected on the shaft.

Manufacturer narrative:
Evaluation results/conclusion: failure to follow instruction (device used in the subclavian artery), unapproved use of device (sca device is designed for the treatment of the arteries below the aortic arch), related to operational context (dislodgement most likely procedural related). (B)(4).